Manufacturer narrative:
The evaluation has been completed. One 25ga biblade cutter was returned in a plastic biohazard bag along with an se5425wvb pack label from lot w8272. The expiration date on the label is 2022-apr-16. The tip protector was in place, as it should be. The needle was bent. There were dried solutions visible in the tubing and around the port on the outer needle shaft. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris elite system. The cutter did not cut. Bubbles were present in the aspiration line. This cutter has an air leak. It should be noted that a bent needle could contribute to poor cutting performance due to friction between the inner and out needle assemblies. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing. On (B)(6) 2021, bausch + lomb received an email from (B)(6) at cdrh/food and drug administration notifying the company that the report initially submitted on (B)(6) 2021 failed in the emdr system with an error due to the presence of the ¿}¿ character as part of the c-code value. There was no ack3 error message which notifies the company that the submission was rejected due to the character. The special character (¿}¿) has been removed and this report is being resubmitted.

Event description:
The user facility reported the vitrectomy cutter would not work. The cutter was replaced with another one. There was very brief contact, but no injury to the patient.